Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint and showed that the last basal delivery was on (B)(4) 2017 at 8:47 am. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. A cartridge with 100 units was correctly loaded into the pump and the pump screen correctly displayed a ¿no cartridge detected¿ warning therefore the pump gave the appropriate warning. The investigation was unable to verify or duplicate the initial complaint. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an other (unusual issue) issue. It was reported that the pump was giving a ¿pump not filled¿ message although the pump¿s cartridge was full and the infusion set was new. The user lost faith in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.